Manufacturer narrative:
The device used in treatment has not been returned for evaluation, without this we are unable to complete an analysis to establish a relationship between device and the events reported, no photos of the event have been provided to review. A review of the device history has not been possible as no product lot number has been provided on this occasion, however please be assured, there is no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history has revealed no other instances of this type of event. The investigation into the reported complaint is now complete and recorded insufficient information to determine a root cause, with no further actions deemed necessary at this time. It is not possible to establish a root cause for the event reported, however the instructions for use state. Adhesive film dressings should be used on prepared dry skin only. Do not stack dressings or allow dressings to overlap. Periodically monitor the dressing and catheter site to confirm secure attachment and continued proper infusion, especially after bathing, showering, or if the dressing and catheter site becomes wet. If the dressing comes off, evaluate to ensure proper catheter placement, and then apply a new dressing. In parallel we will continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during treatment the dressing was creased easily and presented low adhesive. Finally, a new dressing was used instead. No delay was reported. The lot number is unknown.

Manufacturer narrative:
The device used in treatment has not been returned for evaluation, without this we are unable to complete an analysis to establish a relationship between device and the events reported, no photos of the event have been provided to review. A review of the device history has not been possible as no product lot number has been provided on this occasion, however please be assured, there is no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history has revealed no other instances of this type of event. The investigation into the reported complaint is now complete and recorded insufficient information to determine a root cause, with no further actions deemed necessary at this time. It is not possible to establish a root cause for the event reported, however the instructions for use state. Adhesive film dressings should be used on prepared dry skin only. Do not stack dressings or allow dressings to overlap. Periodically monitor the dressing and catheter site to confirm secure attachment and continued proper infusion, especially after bathing, showering, or if the dressing and catheter site becomes wet. If the dressing comes off, evaluate to ensure proper catheter placement, and then apply a new dressing. In parallel we will continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.